Event description:
It was reported that during device evaluation, the distal end of the bending section of the cystonephrovideoscope had detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint is caused to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.